Event description:
It was reported, the patient's trial procedure did not occur due to an MRI confirmed blockage of the patient's epidural space. The patient is to be scheduled for another trail procedure. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.